Event description:
Update: this device is now considered to be an involved component. Associated medwatch report: nk1003t (aesculap ag reference no. (B)(4); 9610612-2025-00296). Involved components: nv113d / biolox delta insert g 36mm sym. (Aesculap ag reference no. (B)(4)). Nv152t/ plasmafit plus cup size 52mm g (aesculap ag reference no. (B)(4)). Nk652d/ biolox delta prosth.head 12/14 36mm l (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: b5 - description updated. D10 - involved components. H6 - codes updated. Investigation results: the complained product was not made available for investigation. The investigation was based upon batch history review, historical data analysis and event description. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. The following can be mentioned as an informational note: the bacteria can reach the prosthesis/body in various ways, for example as a result of an operation, an injury, a pre-existing bone infection or via the bloodstream in the presence of other inflammations in the body. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product nk652d - biolox delta prosth.head 12/14 36mm l. According to the complaint description, approximately one month after total hip arthroplasty, the implanted hip system required revision surgery. The revision was performed based on progressive local wound changes, including extensive redness, overheating, and epifascial fluid retention. Clinical assessment prior to revision confirmed the skin edema. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no: (B)(4). Involved components: nv113d / biolox delta insert g 36mm sym. (Aesculap ag reference no. (B)(4). Nv152t/ plasmafit plus cup size 52mm g (aesculap ag reference no. (B)(4). Nk1003t/ corehip std cementless 12/14 size 3 (aesculap ag reference no. (B)(4).